Manufacturer narrative:
Investigation summary: a direct relationship between the device and the reported event could not be determined. The center reported that the patient presented with profound heart failure symptoms and shortness of breath, requiring intubation. Echo showed the patient in cardiogenic shock and was reported to be concerning for possible lvad or outflow obstruction. Review of the submitted log files found no atypical events and the system appeared to be functioning as intended. Ldh increased from the 200s to the 400s and the patient suffered an embolic stroke. Head CT and angio performed and the cva was determined to be impossible to safely intervene upon and was irreversible with low likelihood of survivability. No treatment was given and ventilation and lvad therapy were discontinued on (B)(6) 2019 and the patient expired. An autopsy was not performed and the pump was not explanted for evaluation. The hm3 IFU lists stroke and hemolysis as adverse events that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device - 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted overnight w/ profound sob (shortness of breath) requiring intubation and profound heart failure symptoms on arrival to the emergency department. The patient went into presumed cardiac arrest on induction prior to his intubation. He had reported 5 mins of CPR with advanced cardiac life support(acls) drugs. Echocardiogram appears as if the patient is in cardiogenic shock and the patient's lactate dehydrogenase is 400s from 200s. The patient reportedly had a supratherapeutic inr but experienced an embolic cerebrovascular accident (stroke) this morning. Echocardiogram findings are concerning for potential lvad obstruction despite mostly normal lab values. White blood cell count is 28. Power and flow appears to be trending slightly downwards while the pi is appearing to trend slightly upwards. Also noted some low voltage advisories observed, but those events appear to be routine. The events cleared after fresh batteries were installed. There were no other unusual events noted within the logs and the pump appears to be functioning within set pump parameters as intended. Patient was taken to comfort care where the lvad therapy was terminally discontinued on (B)(6) 2019. Patient expired the same day. No further information was provided.